Event description:
This report was received through a skilled nursing facility survey conducted by the ahca. Reported 1 false positive sars result for one patient. The patient's symptomatic status is unknown. The facility communicated the result was confirmed negative by molecular (pcr testing) and repeat sofia testing.

Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause; insufficient information. Source; email.